Event description:
It is alleged that when a customer was transporting the surgeon's console from the lab to the operating room, the customer rec'd a strong static shock when the customer touched the doorknob. It was reported that the shock left a red mark on their skin inside the customer's wrist.